Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked propofol prior to administration. The following information was provided by the initial reporter: "ICU had an issue with a 50ml bd plastipak syringe... They noted it was leaking... Anesthetist was administering propofol and syringe leaked prior to administration."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-may-2023. H6: investigation summary one sample and photo received by our quality team for investigation. Upon visual evaluation, leakage past stopper can be observed. Barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. A device history review was performed for lot 2212060, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Retained samples from the same lot were evaluated and leakage test performed, no defects or leak were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked propofol prior to administration. The following information was provided by the initial reporter: "ICU had an issue with a 50ml bd plastipak syringe... They noted it was leaking... Anesthetist was administering propofol and syringe leaked prior to administration."